Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient received two unprogrammed bolus doses of insulin via the reported pump. On (B)(6) 2012 the patient received 0.85 units bolus that she did not program, and on (B)(6) 2012 a bolus of 1.5 units was received, that the patient did not program into the pump. At that time, the patient noted the keypad buttons were "sticking". The patient allegedly suffered symptoms of low blood glucose levels, not specified, and a blood glucose level of 30 mg/dl. The patient administered self-treatment by consuming carbohydrates, and her blood glucose level responded and returned to a normal range. She did not seek any medical attention. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia after the pump issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 submitted: 09/05/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 08/10/2012 with the following findings: review of the black box and pump history verified a 0.85 unit ezbolus delivery on (B)(6) 2012 at 8:51 pm; however, a 1.5 unit bolus was not observed on 05/26/2012 as reported. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.